Event description:
It was reported by customer that the device (septal stapler) sutures did not stay in the septum. Unknown if there was a back up device available. No patient injuries reported. Unknown device part number information.

Manufacturer narrative:
There is a relationship between the returned device and the reported event. Visual evaluation of the returned device shows a significant amount of dried blood present on the distal tip. The blue indicator is visible by looking on the side of the distal tip. The trigger was squeezed and the implant guide needle protruded from the deploy chamber which signifies that there are no staples remaining on the returned device. The complaint has been verified and the root cause for this event is the entact septal staplers reached its end of useful life as all staples were ejected. There are several factors that could contribute to the sutures not staying in the septum such as: an attempt was made to staple thick or hard tissue, placing the staple at the edge of cartilage, or an attempt to staple tissue in a constrained anatomical area which prevents the stapler arms from opening completely. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.